Manufacturer narrative:
Device is a combination product.   (B)(4).   Device evaluated by MFR: the device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The investigation conclusion is operational context as the product meets the design & manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. (B)(4).

Event description:
It was reported that shaft break occurred. The target lesion was located in the moderately calcified coronary artery. A 2.75 x 32mm synergy¿ drug-eluting stent was advanced for treatment. However, it was noted that the shaft was fractured. The patient became unstable and so air evacuation was organized as the hospital has no cardiac surgery. However, the physician was able to remove the proximal part of the stent with a balloon and the air evacuation was canceled. No further patient complications were reported and the patient's status was stable and recovering well.

Manufacturer narrative:
(B)(4).

Event description:
It was further reported that the target lesion was 90% stenosed and was located in the severely tortuous and severely calcified left anterior descending artery. Balloon trapping was performed to remove the fractured shaft and the procedure was completed with another synergy stent.